Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported on the first firing the device fired only three rows of staples with staples missing distally. The second and third firings were fine. On the fourth firing the surgeon met resistance during the firing. On the fifth firing the surgeon experienced difficulty closing the device. On the sixth firing the surgeon met resistance, reopened the device and replaced the reload with a new tr35w. It was reported the surgeon was crossing staple lines during some of the firings. The surgeon did complete the procedure with this device. There was no consequence to the pt.